Event description:
The pt was implanted with a left ventricular assist. Device (lvad). The vad coordinator reported that the pt experienced recurring gastrointestinal (gi) bleeding and right heart failure episodes. The pt electively withdrew lvad support while in the hospital. The pt subsequently expired.

Manufacturer narrative:
According to the info provided by the MFR, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.